Event description:
Unable to thread wire through catheter when advancing into scope. Product malfunction. Manufacturer response for catheter, rx ercp cannula standard tip 8.5 f x 5 f 210cm (per site reporter) not known.